Manufacturer narrative:
An accumax 200 laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that the laser fiber was broken into two pieces. The first piece was 229cm in length and included the sma connector. The second piece was 88.5cm in length and included the distal tip. The fiber jacket adjacent to the fiber break point appeared warped and charred, indicating that the fiber broke while transmitting energy. Therefore, the condition of the returned device confirms the reported event of fiber broke. The exposed glass tip measured 3.5mm and appeared unused with spots of charring noted on the fiber jacket adjacent to the fiber tip. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam was seen exiting at the fiber break and was bright, clear, and scattered. Given the event description and condition of the returned device, the reported failure of tip detached was not confirmed as the fiber tip was still intact. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an accumax 200 laser fiber was used during a ureteroscopy procedure in the kidney performed on (B)(6) 2015. Reportedly, the laser unit was a holmium lumenis with 8 x 600 settings. According to the complainant, during the procedure, the tip of the laser fiber broke off inside the patient. The broken tip was retrieved using a biopsy forcep. It was also noted that the laser fiber body was broken outside the working channel of the ureteroscope. The procedure was completed with another accumax 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on december 01, 2015 that an accumax 200 laser fiber was used during a ureteroscopy procedure in the kidney performed on (B)(6) 2015. Reportedly, the laser unit was a holmium lumenis with 8 x 600 settings. According to the complainant, during the procedure, the tip of the laser fiber broke off inside the patient. The broken tip was retrieved using a biopsy forcep. It was also noted that the laser fiber body was broken outside the working channel of the ureteroscope. The procedure was completed with another accumax 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.